Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the sheath size was 8.5f. It should be noted that the proglide instructions for use (IFU), states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device would not have contributed to the reported difficulty. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. (B)(4).

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional ablation procedure using an 8.5f sheath. Reportedly, the suture came out of the anatomy when the needle plunger was removed after deployment. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.